Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device failed to be interrogated. The patient indicated falling down on the shoulders. The device was explanted and replaced. The patient was in good condition.